Event description:
It was reported that device related thrombosis (drt) occurred. A left atrial appendage (laa) closure procedure had previously been performed on (B)(6) 2024 with implantation of a 35mm watchman flx closure device. Post-implant management initially included dual antiplatelet therapy (dapt). At follow-up imaging on (B)(6) 2024, computed tomography (CT) demonstrated thrombus on the atrial-facing surface of the closure device, and oral anticoagulation (oac) was initiated. Repeat imaging on (B)(6) 2025, showed no evidence of thrombus, and the patient was transitioned back to dapt. Subsequent CT imaging on (B)(6) 2025, again demonstrated drt, prompting resumption of oac. Follow-up imaging on (B)(6) 2025, showed no thrombus, and the patient was then maintained on aspirin monotherapy. On (B)(6) 2026, repeat CT imaging demonstrated recurrent drt on the face of the closure device, reported to be larger than on prior examinations. The issue is ongoing at the time of this report.